Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the insulin in the cartridge had turned slightly yellow and that there was a small black piece in the cartridge. The cartridge was unavailable for troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because it is unknown at this time if the issue had any impact on insulin delivery.